Event description:
It was reported that, "while revising a xia 3 construct that was approx a year old. We were removing screws and a 5.5 tulip popped off. Eventually we got the screw shank out as well. Twenty minute delay while removing broken screw."

Manufacturer narrative:
Method: visual inspection, functional inspection, device history review, and complaint history review. Results: visual inspection: tulip was found disassembled from the bone screw. Tulip: partial loss of anodization is noticed. In the tulip neck one can see an imprint left by a spike of the bone screw during disengagement. Bone screw: the bone screw head is deformed. Several damages to the head lip are noticeable. They were most probably done by the tulip during disengagement. The imprint left by a rod during tightening is visible on the cylindrical part of the bone screw head. It is large and located at very border of the cylindrical tip. The shape and location of the imprint lets us to conclude that the screw was inserted at maximal angulation and the torque exceeding 12nm was applied during tightening or final tightening. Functional inspection: not applicable. Complaint history: in total, (B)(4) complaints involving (B)(4) implants were received for similar event occurred with xia 3 screws of this design. The complaints were found in the time period from march 2004 to march 4th, 2013. Conclusion: at reception of the involved screw, the reported event was confirmed. In most cases where the disengagement occurred during the surgery some factors were revealed to play crucial role in tulip disengagement. Among them are: limited access and nonuse of anti-torque key, multiple tightening, over-tightening and insertion of screw under maximal angulation (explained in complaint review tab). In current case the disengagement occurred during removal of implant. Elevated load that the surgeon needs to apply in order to modify the position of the tulip could lead to the disengagement of this last. In addition, osseo-integration after long postoperative life of implant (one year after initial surgery) can cause application of elevated load in order to remove the implants.

Event description:
It was reported that, "while revising a xia 3 construct that was approx a year old. We were removing screws and a 5.5 tulip popped off. Eventually we got the screw shank out as well. 20 minute delay while removing broken screw."